Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing large air bubble sin reservoir and infusion set. Customer's blood glucose was unknown. Customer was advised that iinfusion set and reservoir would be replaced.